Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical der states rec'd: alert date (B)(6) 2017. Ae received for intra-operative complication of femoral bone fracture. Event does not meet the definition of serious. Event is definitely related to device and probably related to procedure. Treatment includes open reduction internal. Considered resolved.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.